Manufacturer narrative:
H.6. Investigation: it was reported there is debris inside the bd syringes themselves and the sterile packaging. To aid in the investigation, one photo was provided for evaluation by our quality team. The photos show a bottom part of a syringe in its packaging blister. The packaging blister has hand drawn lines with black ink. No other defects or imperfections are observed. A device history record review was completed for provided material number 305617, lot numbers 1028940, 1028942 and 0065660. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. These products are manufactured at this site and sent bulk packaged to another manufacturing site to be packaged. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe in the bulk sterile convenience pak each from lots 1028940, 1028942, and 0065660 had foreign matter in them and their packaging units. The following information was provided by the initial reporter: "there is debris inside the bd syringes themselves and the sterile packaging. This caused the pharmacy to have to recall more than (B)(4) prescriptions and (B)(4) patient prescriptions that had been dispensed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-25. H6: investigation summary: it was reported there is debris inside the bd syringes themselves and the sterile packaging. To aid in the investigation, eleven trays of ten units each, ten with the sealed top web and one opened tray, and one photo were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The photos show a bottom part of a syringe in its packaging blister. The packaging blister has hand drawn lines with black ink. No other defects or imperfections are observed in the photos. A device history record review was completed for provided material number 305617, lot numbers 1028940, 1028942 and 0065660. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. These products are manufactured at this site and sent bulk packaged to another manufacturing site to be packaged. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe in the bulk sterile convenience pak each from lots 1028940, 1028942, and 0065660 had foreign matter in them and their packaging units. The following information was provided by the initial reporter: "there is debris inside the bd syringes themselves and the sterile packaging. This caused the pharmacy to have to recall more than 20 prescriptions and 7 patient prescriptions that had been dispensed."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1028940, medical device expiration date: 2026-01-31, device manufacture date: (B)(6) 2021. Medical device lot #: 1028942, medical device expiration date: 2026-01-31, device manufacture date: (B)(6) 2021. Medical device lot #: 0065660, medical device expiration date: 2025-02-28, device manufacture date: (B)(6) 2020. Investigation summary: it was reported there is debris inside the bd syringes themselves and the sterile packaging. To aid in the investigation, one photo was provided for evaluation by our quality team. The photos show a bottom part of a syringe in its packaging blister. The packaging blister has hand drawn lines with black ink. No other defects or imperfections are observed. A device history record review was completed for provided material number 305617, lot numbers 1028940, 1028942 and 0065660. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. These products are manufactured at this site and sent bulk packaged to another manufacturing site to be packaged. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe in the bulk sterile convenience pak each from lots 1028940, 1028942, and 0065660 had foreign matter in them and their packaging units. The following information was provided by the initial reporter: "there is debris inside the bd syringes themselves and the sterile packaging. This caused the pharmacy to have to recall more than 20 prescriptions and 7 patient prescriptions that had been dispensed."